Event description:
It was reported that the right ventricular (rv) lead had high pacing impedances and was unable to capture. It was also reported that the rv lead was separated from the connector pin at the pocket location due to a fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: sdr303b implantable cardiac pacemaker (B)(6) 2006. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.